Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-dec-2025, an arthrex subsidiary employee reported via (B)(4) that an ar-8400ex excalibur tip broke the tooth into two parts during a case. No patient was affected.